Event description:
It was reported that when the device was used during a small intestine procedure, there were misformed staples. Case was completed by overstiching. There was no patient consequence.